Event description:
According to the reporter, during suturing, the suture thread broke. Nothing fell into the cavity. The procedure was completed with another device. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.